Manufacturer narrative:
10/20/97 follow-up with sample evaluation: a rough cut located on the pump segment was confirmed with visual examination of the actual sample. There is no known source found within the mfg and assembly processes, which could have caused or contributed to this defect. It is believed that most likely, the cause of this type of cut was due to an external source during use. As always we encourge all customres to follow manufacturers' recommendations on the use of dialysis equipment. Complaint closed and will continue to monitor with trending.

Event description:
Blood leak reported from blood pump segment of tubing. Leaking noted at treatment end. Site of leak was within blood pump housing of fresenius 2008d machine ID setting at 6.35mm. One half inch in length slash or cut was seen where leak was occurring. Ebl reported as 60 ml. Three hours of treatment were reported as uneventful. Actual complaint sample is arranged for pick-up. Lot number is either r7c038 or r7c040.